Manufacturer narrative:
Device manufacture date: electrode belt sn (B)(4): 11/2009, monitor sn: (B)(4): 10/2009. Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem was confirmed. The cause of the service code 204 was corrupted parameters on the belt node pca. The root cause of the corrupted parameters has not been positively determined. Monitor sn (B)(4) has not yet been returned for evaluation. A supplemental report will be submitted when the failure analysis is complete. No adverse event resulted from the corrupted parameters. The patient received a replacement electrode belt and monitor.

Event description:
A (B)(4) male patient contacted zoll lifecor customer support to report that a code 204 was showing his monitor. He restarted his monitor but the code 204 was displayed again. The patient's suspect electrode belt and monitor were replaced.